Event description:
It was reported that the ilet touchscreen became nonresponsive on the lock screen, preventing slide-to-unlock despite a successful force restart, and the device otherwise remained functional; this aligns with a device problem of keys or buttons not working and involves the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including a screen photo. Investigation of this case revealed a software-related problem associated with the touchscreen that manifested as an unresponsive control, consistent with a key or button not working and implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.